Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's atrial lead exhibited persistent low sensing. As a result, surgical intervention was undertaken during which the lead was replaced. No patient symptoms were reported.